Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06491. Related manufacturer reference number: 2938836-2019-06493. It was reported that the asymptomatic patient presented in the clinic for follow up due to excessive drainage at the insertion site. Cultures of the site were taken, and results were positive for infection. Later, the patient was admitted to the hospital, and the entire system was explanted with no complications. There was no evidence of pocket erosion and no vegetation was observed on the leads. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.